Event description:
It was reported that there was high threshold and that the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l devices: 694765 implantable tachy lead, (B)(6) 2012; (B)(4) implantable cardioverter defibrillator, (B)(6) 2012. (B)(4). Lead location unk.